Manufacturer narrative:
Results: the cat6 was fractured approximately 19.0 cm from the hub. The distal fractured segment was inside the non-penumbra sheath. The cat6 had kinks and ovalizations throughout the catheter shaft. Conclusions: evaluation of the returned cat6 confirmed that the catheter was fractured. If the cat6 is forcefully retracted against resistance, damage such as a fracture may occur. Further evaluation of the returned cat6 revealed kinks and ovalization along the catheter shaft. This damage was likely incidental to the reported complaint. Evaluation of the returned non-penumbra sheath revealed that the shaft was ovalized. The root cause of this damage could not be determined. This ovalization likely contributed to the reported resistance prior to the cat6 fracture. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, the cat6 was removed and flushed after completing the first pass. While re-advancing the cat6 to make a second pass, the physician encountered resistance and decided to remove the cat6. The physician encountered resistance again while retracting the cat6 and subsequently, the cat6 broke mid-shaft, outside of the patient. After removing the cat6 completely from the patient, the physician performed an angiogram and decided that one pass was sufficient. The physician continued with the procedure by using a new sheath and a balloon device. There is no report of an adverse effect to the patient.